Manufacturer narrative:
(B)(4).

Event description:
Procedure: hysterectomy. According to the reporter: the needle from the reload fell into the patient's cavity. A x-ray was performed and the needle was not located. Operating time was delayed by 40 minutes. There was no unanticipated tissue loss.